Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The target lesion was located in the distal saphenous vein graft (svg) to the obtuse marginal (om). The lesion was predilated and then a 3.50x8mm ion stent delivery system (sds) was advanced to the om; however, the device was unable to cross the lesion. When the physician attempted to remove the sds, it was noted that he experienced removal difficulties and when the physician used a little force, the stent dislodged in the proximal portion of the svg, but remained on the wire. The physician attempted to snare the dislodged stent from the patient with a 2.0mm balloon, but the attempt was unsuccessful. The balloon was then advanced into the dislodged stent and the stent was deployed in the proximal portion of the saphenous vein graft (svg). It was noted that the stent was well positioned and apposed in the vessel. Another ion stent was advanced and was successfully deployed distal to the first ion stent. The procedure was completed at this point with no patient complications reported. The patient's current condition is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).